Manufacturer narrative:
Submit date: 01/28/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there is a break in the catheter adapters. The catheter was pulled and replaced. The catheter was implanted for 2 years in the patient when the incident occurred.